Event description:
It was reported the patient had (B)(6) blood cultures for (B)(6). The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk bi-ventricular (bi-v), implanted: (B)(6) 2010, explanted: (B)(6) 2013; product ID: 5076 implantable pacing lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013; product ID: 6947 implantable tachy lead, implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).